Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer¿s blood glucose was 400 mg/dl at the time of the incident. The customer reported that every two days pump was saying no delivery and the reservoir was half filled. The customer was doing something else and got no delivery out of the blue or while doing bolus. The customer stated the insulin exited during a 5.0 unit fixed prime. The customer stated the cannula was bent. The customer did a self-test on the pump and the pump did work as designed. The customer reported that they got high blood glucose due to no delivery. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.